Event description:
Additional information was received from the patient. They reported that they didn't call back because they were able to contact their local manufacturing representative (rep) and they adjusted it. When asked what steps were taken to resolve the issue they stated that the rep adjusted it and made sure they knew they had to stay in whatever position they were change for a full minute or two for the change to stay. This issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was having trouble with their stimulation adjusting when switching positions from sitting down and standing up. Patient mentioned previous reprogramming with a rep to set up adaptive stim (as). Patient mentioned when they were sitting down the stimulation would run when it wasn't supposed to and stimulation would not run when they were flat on their back. Patient mentioned when they lay on their right side, they feel stimulation running but does not feel stimulation on their left side when laying down. Patient commented group b does not light up. Patient will call back when they have their equipment to further troubleshooting with adaptive stim settings.